Event description:
Medtronic received a communication regarding a cuff dimensional issue. According to the reporter, the cannula had a "diameter above tracheostoma." The customer stated that this made in impossible to "pass the cannula." The customer was not able to provide the status of the patient and no further information could be provided as all customer information is considered confidential.